Event description:
It was reported that the patient underwent generator replacement due to eri = yes. No other allegations against device were made. Explanted generator was returned to the manufacturer and underwent analysis. Upon analysis, the eri = yes allegation was confirmed. However, an out-of-spec condition was observed for numerous test parameters following completion of the automated electrical test. Replacement of component a3 corrected the tests that had failed, as a successful module electrical test was obtained according to functional specifications. Based on the pulse generator module's measured battery voltage of 2.903v (as received), the eri flag had set prematurely (eri trip point is 2.62v), due to a suspected parametric shift in the component a3. Results from both final and module configuration automated tests demonstrate that all attributes associated with the output waveform met specification (pulse amplitude, pulse width, etc.). Output current regulation was maintained, despite the slightly high dc-step amplitudes. Therefore, it is highly likely the generator output current met specifications during its implant life. The failure mechanism for the component a3 was not ascertained. No other anomalies were noted for this device.